Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. On the day of the report the patient had a sudden stabbing sensation/stabbing pain in their middle back and flank. The rep tested impedances which were normal/in range. 12 and 13 were at 640 ohms and contacts on 8-15 were in the 500-600 ohm range. They found that the top half of the lead produces the stabbing sensation and the bottom half of the lead does not provide any sensation. The rep got out of range (oor) when running up the intensity testing bipole pairs. The caller had been on high dose (hd) programming and they tried to go to low dose (ld) per the patient¿s request and it was found that it produces a stabbing. The caller reported that the patient went home from the hospital with ld programming which produces tingles. Additional information was received from a manufacturer representative regarding a patient on (B)(6) 2017. It was reported that the patient was complaining that the recharging was taking longer than they expected since implant. The health care provider is going to do a revision of the patient¿s system because it was confirmed on (B)(6) 2017 that the patient¿s lead had moved. The revision hasn¿t yet been scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient is scheduled for explant. They stated that the device did change the patient¿s lifestyle, and they were over-doing it with activities such as gardening and bending. It was also noted that the patient¿s lead had migrated. The rep stated that the they think the patient¿s wife sabotaged the device, so it failed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that the lead moved and that they could not be programmed with hd/ld settings. The patient's total system explant was scheduled for (B)(6) 2018. The patient's system was being replaced with an ins from a competitor company. The explanted ins was not being sent back for analysis. No further complications were reported.